Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that patient faced infusion set come off event on 23-jun-2024. The infusion set came off during the night. The infusion set had been in use for one day. No further information was available.